Event description:
It was reported "the patient had an iabp surgically placed to assist with cardiac function. The first time the s40 catheter was used, the balloon could not be delivered into the sheath and was completely inaccessible after several attempts. After replacing the catheter u40 with a new one, the patient completed the surgery normally. After starting the device, the alarm was raised for helium leakage, and blood was found in the helium line; after withdrawing the balloon, the tip of the catheter was found to be broken, and there was a large amount of blood and saline in the balloon; the catheter was replaced with a new one again, and the device was started up and operated normally". The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".please see associated MDR# (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter without the original packaging. The sample was returned in a cardboard box and was in black plastic bag. Upon return, the peel away sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The sheath in question was not returned with the sample. The bladder thickness was measured at six points with measurements ranging from 0.0072in-0.0077in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing meth0ds from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the balloon could not be delivered into the sheath" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. The sheath in question was not returned with the sample. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "the patient had an iabp surgically placed to assist with cardiac function. The first time the s40 catheter was used, the balloon could not be delivered into the sheath and was completely inaccessible after several attempts. After replacing the catheter u40 with a new one, the patient completed the surgery normally. After starting the device, the alarm was raised for helium leakage, and blood was found in the helium line; after withdrawing the balloon, the tip of the catheter was found to be broken, and there was a large amount of blood and saline in the balloon; the catheter was replaced with a new one again, and the device was started up and operated normally". The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine". Please see associated MDR# 3010532612-2024-00698.